Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive and there was damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the keypad cover was peeled at the ok button. All of the keypad buttons responded normally. The ok button contact was damaged and did not spring back up after depressing it. The keypad cover was removed and no contamination was found under the button contacts. Unrelated to the keypad, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. A supplemental report will be filed when the evaluation is completed. No conclusions can be made at this time.